Manufacturer narrative:
H3: examination of the valve in co's laboratory revealed a separation of the aortic wall from both stent posts of the right-coronary cusp. Consequently, the separation allowed the aortic wall to protrude into the orifice causing convoluted cusps, incomplete coaptation and stenosis of the effective orifice area. Calcification was noted within each cusp which contributed to stenosis of the valve and further disruptions in the leaflet. Host tissue overgrowth encroached onto each cusp and fused both right-coronary cusps, contributing to stenosis of the valve. X-ray analysis revealed calcification within the aortic wall and free margin of each cusp. Additionally, calcification was noted within the belly of the right and left-coronary cusps. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to separation of the aortic wall. These findings would account for the symptoms noted clinically. The complication of separation of the aortic wall has been studied over the past few years. From co's investigation, co has learned that separation is a degenerative process that is dependent on time. It occurs predominantly in the mitral position and in large sizes. The separated wall is typically between the left-coronary and right-coronary cusps. Co's study of this phenomenon leads co to suspect that the disruption of the aortic wall in this area is due to a combination of mechanical and biochemical factors. Separation of the aortic wall cannot be simulated in co's in-vitro testers alone. The majority of valves showing this complication have implant durations of nine years or more. The data further suggests that the phenomenon is a degerative process requiring a combination of mechanical and biological factors and is time-dependent. H6: 86=x-ray analysis.

Event description:
This event was reported as severe regurgitation, shortness of breath and leaflet disruption. No further info was provided.